Event description:
Pt was found wedged between the bed railings and mattress, facing outward, on a v-cue dynamic air therapy specialty bed which had a "rotate" function. The pt was wearing a bedside continuous pulse oximeter which had alarmed and the pt's oxygen saturation was 54% and pulse 33 beats per minute. The nurse attempted to pull the pt back on the bed mattress, but was unable to as the pt was wedged firmly between mattress and siderail. The CPR mode of the bed was activated and the mattress deflated. The pt was cyanotic, flaccid and unresponsive to painful stimuli. The pt expired five minutes after the event was discovered. Addendum: the v-cue therapy unit is placed on a hospital bed. The v-cue is rented from hill-rom. The bed for this event is a hill-rom: year - 1998, model # advance series 1165.